Manufacturer narrative:
Product evaluation: the visao 2mm bur was received for analysis. Visually, the shaft broke just proximal to the cutting tip which would have resulted in the reported event. The portion that became detached measured 0.125¿. The break configuration is consistent with shear or bending stress. The inside diameter of the outer tube (distal end) was excessively worn on one side. There was wear to the inner assembly shaft the corresponds to the wear on the outer tube. The customer indicated the break occurred during the procedure but there was no evidence of wicking into the cooling sleeve which may indicate the device was not being irrigated per the instructions. The information most likely indicates aggressive use resulted in the excess wear to the outer tube and subsequent breakage next to the wear. The lack of irrigation on the cooling sleeve may have also contributed to the observed damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician reported that during an ess procedure the tip of the bur broke off. There were no fragments that needed to be retrieved and none left in the patient. There was no patient impact.